Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It was reported there was a distal interphalangeal (dip) joint fusion with the 2.4mm headless screws. Upon crossing the isthmus of the middle finger, one of the drilling teeth of the screw broke off and stayed in the canal of the bone. The screw advanced normally. Compression across the joint was achieved. No time was added to the case and there was harm to the patient. The surgeon was satisfied with the result of the procedure. The screw and broken piece remained implanted so no replacement is needed. The product is not available for return. This is report 1 of 1 for complaint (B)(4).